Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while establishing final arm angle (efaa). It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. An xt clip was able to grasp and capture the leaflets, but during establishment of final arm angle (efaa) the clip delivery system (cds) would relax open. The lock was tested a few times, but it was still relaxing. When the device was relaxing, mr was coming back through the valve. The clip was removed from the leaflets and retracted to the atrium. There, the device was closed and tested again. This time the device was successful without relaxation. It was suspected the device was relaxing due to thickened leaflets. A replacement clip was used to complete the procedure, reducing the mr to grade 2+. There were no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement (clip open during establishing final arm angle) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Additionally, the imaging provided by the account was further reviewed by an abbott clinical engineer. The reviewer noted that ¿three (3) fluoroscopic still images of the reported device were provided. All three images capture a similar instance/state in which the delivery catheter (dc) is advanced, indicating the clip was advanced below the valve. The clip arms are closed to ~20° in two images and ~30° in one image indicating leaflet grasping/capture was performed. While it is unclear during which specific maneuver/efaa check the images were taken, it is assumed the images were taken either right before or right after an efaa check was conducted, as it was reported that "the lock was tested a few times". Under the assumption that images "2.jpg" and "3.jpg" (smaller clip arm angle, ~20°) were taken before an efaa check was conducted and image "1.jpg" (larger clip arm angle, ~30°) was taken after an efaa check, this would align with the reported incident details that "relaxing" (unspecified amount) was observed. The clip arm angles stated in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed. There are no additional observations based on the images.¿